Manufacturer narrative:
After careful analysis it was concluded to be a design related issue. Our r&d department is using this regretful circumstance to continuously improve our products. We are sorry for the inconvenience caused. Please accept our sincere apologies. Assuming worst case during surgery, air bubbles observed at the probe. This may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). Also it is possible for a piece to end up in the eye. In this event the patient did have what was described as "a little conjunctiva hemorrhage" and no information reasonably suggests it needed intervention or further treatment. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4) centre (B)(4)). (B)(6). All available information has been disclosed. This complaint has now been closed.

Event description:
A demo was being performed. The procedure was a retinal detachment. The surgeon practiced a core vitrectomy and went to peripheral vitrectomy. Settings 2500 to 7000cpm , flow mode 350mmhg 0->3.5 cc/mn when suddenly, bubbles came out of the vitrectomy needle. The surgeon was asked to retrieve and check the vitrectomy in a cup and when she was about to re insert the needle in the eye, the vitrectomy burst out in two parts, the cap in one part, and the vit on the other. When you carefully look at the vitrectomy it seems there no glue or seal system on it. The patient has not been wounded but a little conjunctiva hemorrhage, but we were close.